Event description:
It was reported that the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads dislodged due to twiddler¿s syndrome. Therefore, the rv, ra, and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable pacing lead (B)(6) 2013; concomitant product: 4196 implantable pacing lead (B)(6) 2013; d314trm implantable pacemaker cardio/defib (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.